Event description:
It was reported that cartridge alarm 20 occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was not able to successfully load cartridge and resume insulin therapy, so customer switched to multiple daily injections, and technical support initially planned pump replacement but ultimately did not replace pump because it was out of warranty.